Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed with no issues noted. A visual inspection was performed and no issues were noted. The event history log review revealed a check patient line alarm and low drain volume alarm had occurred on multiple occurrences. The cause of the reported issue was determined to be a damaged door piston. To correct the issue, the piston was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a failure occurred on the homechoice. The specific failure was not communicated and no details were provided. It was not reported whether a patient was involved. There was no report of injury or medical intervention. No additional information is available at this time.